Event description:
It was reported that a surgeon performed revision surgery where they explanted a xia 3 titanium rod. Additional information is not available at this time.

Event description:
It was reported that a surgeon performed revision surgery where they explanted and replaced a fractured xia 3 titanium rod.

Manufacturer narrative:
Section "a" has been updated with additional patient information received. D6a and d6b have been updated with implant and explant dates.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It was reported that the rod had an extreme bend in it and was excessively bent before implantation. From the surgical technique: do not repeatedly contour the rod. Care should be taken to not make extreme bends, so as to avoid stress concentration and notching of the rod. Do not contour a bent rod in the opposite direction; bending and unbending the rod. As the rod was not returned, a definite cause cannot be determined, but based on the information provided, the most likely cause for the fracture is from an extreme bend put into the rod during implantation.

Event description:
It was reported that a surgeon performed revision surgery where they explanted and replaced a fractured xia 3 titanium rod.